Manufacturer narrative:
The device did not malfunction and was not returned for investigation. Field reports indicate that the pt had highly calcified diseased artery at the access site and this may have contributed to the formation of the hematoma.

Event description:
Physician performed an "arstaotomy" on a female pt with highly calcified artery at the access site. Following the procedure, while holding manual compression, the pt developed a 15 cm hematoma below the puncture site on the thigh. Hematoma was treated with compression. Pt was kept overnight for observation and discharged the following day without further sequelae.